Manufacturer narrative:
The device was returned and evaluated. Microscopic evaluation found a cut across the optic and one broken haptic with the piece of the broken haptic missing. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. It is noteworthy to mention that the inserter used in this event was not identified and the viscoelastic used was not validated for use with this lens. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.

Event description:
It was reported that during implantation of an intraocular lens (iol) into the right eye, a bent haptic was observed. The iol was replaced intraoperatively, and two sutures were used to close the wound. The patient has recovered. Additional information was requested, but not received.